Event description:
Upon receipt of the device, the service repair technician reported the power switch did not function as expected. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.